Event description:
A customer contacted beckman coulter regarding erroneously high troponin (accu tnl) results on seven pt samples that were generated by the access immunoassay system instrument. The accu tnl results for the seven patients were reported as 12.98ng/ml, 11.60ng/ml, 11.93ng/ml, 12.03ng/ml (10.74ng/ml duplicate), 10.8ng/ml (10.97ng/ml duplicate), 11.28ng/ml and 13.27 ng/ml. The customer repeated the seven samples on the following day on the same instrument. The repeated accu tnl results for the seven patients were 0.02ng/ml, 0.15ng/ml, 0.01ng/ml, 0.48ng/ml, 0.02ng/ml, 0.05ng/ml and <0.02ng/ml. No additional information regarding this event has been reported.